Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, significant stridor (stridor), was deemed to meet serious injury criteria of required hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a male patient. He was injected with prolaryn gel on the day of this report, (B)(6) 2023. On (B)(6) 2023, after the prolaryn gel injection, the patient experienced significant stridor. He was admitted to hospital and was going to stay overnight. The outcome of the event was unknown.